Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the brush head came loose in her mouth; she was brushing and felt something in her mouth, spat, then a part of the brush head came out. No injury was reported.